Event description:
It was reported that the introducer broke just below the blue hub several hours after the insertion of the introducer and the swan-ganz catheter. During insertion of the swan-ganz catheter in the cath lab, there were some difficulties and the swan-ganz was repositioned. According to information, no sharp tools were used in proximity of the catheter, and no medication was administrated. The insertion site was disinfected with chlorhexidine 0.5%. There was no patient injury reported. The components are expected to be returned for evaluation; however, they have not yet been received.

Manufacturer narrative:
One tuohy borst type introducer was received with one model 131hf7 swan-ganz thermodilution catheter. The soft hub on the introducer appeared to be damaged where it was bonded to the tuohy borst housing. The break site is consistent with the photo sent by the customer. As stated by the customer, the damaged hub broke several hours after the introducer was inserted. The soft hub appeared to be torn in half where it was bonded to the blue tuohy borst housing, just above the suture loop. There was no visible damage to the valve housing. The break site was examined and the break site appeared smooth across the surface. There was also a small piece of the soft hub material missing from the surface at the break site; the fragment was not returned. The swan-ganz catheter was found in good condition. There was no visible damage to the introducer cannula/tube. A review of the manufacturing records indicated that the product met specifications upon release. Although the complaint was confirmed, there was no evidence of a manufacturing nonconformance found during the evaluation. No actions will be taken at this time.